Event description:
"Ep" lab personnel were performing a cardioversion with a pt, condition unknown. The device was connected to the pt with disposable defibrillation/ECG electrodes. Two countershocks were delivered to the pt with no conversion. According to the reporter, the ep physician pushed on the electrodes while the third shock was delivered and the physician received a shock. The pt's ECG was converted and no adverse effects to the pt or physician were reported as a result of the alleged malfunction.